Event description:
In 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. An angiography revealed the right renal artery was still patent. Post-operatively, the patient's urine output stopped. A renal ultrasound was done and showed adequate flow to the right kidney. A week later, the patient presented with renal/kidney discomfort. Another renal ultrasound showed that flow to the kidney was reduced. The following month, a reintervention was done to treat the renal insufficiency. After an unsuccessful attempts to cannulate the right renal, the patient was put on dialysis. Patient refused further treatment. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed available or was not applicable. Please note other devices involved: pxl161207 and pxc121400.